Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector is dirty due to water leakage; control unit is sticky due to water leakage a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but appears to be linked to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had a scope communication error alarm and no image on the screen. There were no reports of patient harm.